Event description:
It was reported that the customer experienced a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided guidance for a pump reset, which the customer successfully performed, resolving the issue and allowing them to start a new sensor session without further errors.